Event description:
It was reported that a cartridge alarm 30 intermittently occurred during basal delivery and the load sequence with multiple cartridges. Customer's blood glucose level was over 500 mg/dl. The customer delivered a correction bolus to address the elevated blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.